Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ventricular oversensing was noted on the implantable cardioverter defibrillator. The device did not appropriately respond to the oversensing with noise reversion. The oversensing appeared to be due to electromagnetic interference. No additional information was reported.

Event description:
New information noted that the device was reprogrammed on an unknown date in 2018. The patient presented remotely via merlin.net transmission on (B)(6) 2019. Review of the transmission noted that the device is oversensing and binning the events as ventricular fibrillation. No electromagnetic interference was noticed. The clinician suspects the oversensing to be due to the right ventricular lead. Lead revision was discussed. There were no known patient consequences due to the oversensing. Related manufacturer reference number: 2017865-2019-12082.

Event description:
New information noted that the source of electromagnetic interference was unknown. No intervention was performed. The patient was asymptomatic.